Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion test fails high at 19. 5 psi (pounds per square inch)" was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was loose downstream tubing guide. The downstream tubing guide is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 19.5 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.